Manufacturer narrative:
No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a sub acromial decompression procedure the patient encountered a reaction at the grounding pad site which was located on the patient's right thigh. The affected area was described as reddened. The procedure was completed with a backup device of the same model. No procedural delay was noted as a result and no further complications were encountered. No additional post-operative therapies were prescribed to the patient as a result. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
A visual inspection was performed on the exterior of product and no damage was observed. There was no relationship found between the returned device and the reported incident. Complaint malfunction could not be reproduced. Product passed functional testing per the vulcan generator manufacturing process summary with no faults or errors. Power output was found to be well within specifications. Product also passed functional testing during 2 hour burn-in. No malfunctions occurred during functional testing or burn-in. All functions perform as expected. The proper placement of the ground pad is essential as radio frequency (rf) current concentration can build up under the split electrode ground pad when it is placed over poorly conductive tissue and creates a potential for burns. Poor skin contact can inhibit the current flow to the pad and cause higher current concentration in the areas of the pad that do contact the patient. A review of relevant clinical/medical information in the reported issue has concluded that given the information provided for review, a reaction to the pad adhesive cannot be ruled out as a possible cause and/or factor in the reported incident. After the evaluation, the root cause for the reported issue could not be determined. A review of the device history record was performed which confirmed no inconsistencies.